Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.5/+2.0/089 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault. The patient experienced significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Conclusion code: as per dfu for this lens model, implantation of this lens in an individual below the age of 21 years is contraindicated. This patient was (B)(6) years old at the time of the event. Device code: (explanted) - this code is not applicable under device code; it should be listed under patient code instead. (B)(4).